Event description:
Device 1 of 2. Reference MFR report #1627487-2015-12126. It was reported the patient lost stimulation therapy due to numerous contacts with invalid impedances. Surgical intervention is planned to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report #1627487-2015-12126.

Event description:
Device 1 of 2. Reference MFR report #1627487-2015-12126. It was reported the patient's leads were explanted and replaced. The patient reported she receives effective stimulation therapy.